Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became deceased one day post implantable pulse generator (ipg) change out procedure. It was reported that the patient was discharged from hospital and subsequently experienced nausea, vomiting, left arm pain and then a ventricular fibrillation (vf) cardiac arrest leading to their death. Resuscitation was carried out but was unsuccessful.